Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient presented to the emergency department after receiving a shock from their cardiac resynchronization therapy defibrillator (crt-d). The physician had also noted that the patient experienced occasional dizziness. Evaluation of the stored events indicated there had been several recent episodes of ventricular tachycardia (vt). Anti-tachycardia pacing had been unsuccessful in converting the most recent vt episode and the patient's rhythm accelerated from vt into the ventricular fibrillation (vf) zone. The crt-d delivered a 41 joule shock which successfully converted the vf. The physician planned to increase the patient's arrhythmia medication and was considering programming changes. The crt-d remains in service at this time and no additional adverse patient effects were reported. Additionally, the device was explanted and returned to boston scientific for analysis.

Event description:
It was reported that the patient presented to the emergency department after receiving a shock from their cardiac resynchronization therapy defibrillator (crt-d). The physician had also noted that the patient experienced occasional dizziness. Evaluation of the stored events indicated there had been several recent episodes of ventricular tachycardia (vt). Anti-tachycardia pacing had been unsuccessful in converting the most recent vt episode and the patient's rhythm accelerated from vt into the ventricular fibrillation (vf) zone. The crt-d delivered a 41 joule shock which successfully converted the vf. The physician planned to increase the patient's arrhythmia medication and was considering programming changes. The crt-d remains in service at this time and no additional adverse patient effects were reported.